Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that an endovive standard peg kit pull method was used during a peg placement procedure. Per the complainant, during the procedure, the retrieval loop on the peg broke so that it was no longer a loop. The peg was pulled out from the pt in its entirety. The pt was re-scoped and another endovive standard peg kit pull method was used to complete the procedure. The pt's condition post procedure was reported as fine.